Event description:
During a pulmonary vein ablation procedure, the sheath had a leak due to the valve. The sheath was replaced and the procedure was continued with no patient consequences.

Manufacturer narrative:
The reported event of a leak was confirmed. Functional testing of the device revealed a leak within the handle. The handle was opened and the pull wire windows were noted to be torn, consistent with the leak detected. Failure recreation testing was conducted to replicate a torn pull wire window during use. The failure of pull wire window tear was able to be replicated by applying torque/rotation to the handle grip while the nylon portion of the shaft was fully constrained. Failure recreation testing also showed that less force is required to create this failure if the shaft is not supported with an inner catheter as required in the IFU. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage is consistent with damage during use.